Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the system detected an electrical component failure, a second system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled, and the temperatures were erratic. The electrical umbilical cable was replaced which resolved the first system notice; the second system notice and temperature issues persisted throughout the case. It was also reported that the sheath lost the ability to deflect properly during the case and that there was signal noise with the mapping catheter that led to no signal being displayed. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The 4fc12 sheath with lot number 0011218624 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.24 inches from the tip. The shaft was also ribbed from the kink to the tip of the sheath. The steering mechanism and deflection test revealed the shaft bent out of the plane. The defect on the shaft prevented the steering mechanism from working as intended. In conclusion, the sheath failed the returned product inspection due to the shaft kink/twist. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.